Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: h6 (patient codes). Corrected: g1 and g2. H6 patient code: no code available (3191) used to capture the fear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain and discomfort. General litigation notes metal on metal implications. Update 09/02/2016 - pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, part/lot numbers provided. Complaint updated 09/21/2016. Update (2/16/2017) pfs and medical records received. After review of the medical records for MDR reportability, alleges severe pain, numbness, anxiety and fear of her leg giving out while walking or moving, metal flaking because of bad plating on metal implant, femoral nerve dysfunction, small fracture, multiple dislocations post-right hip revision surgery. No date or operative report for revision of the left hip at the present time. No lab values available within the medical record yet to corroborate the reported elevations. Stem added to complaint due to reported metal ions elevation from right hip revising surgeon. Corrected prod/lot information for liner and head. The complaint was updated on: 3/13/2017

Manufacturer narrative:
(B)(4). Added: patient. Corrected: patient initials.

Event description:
Ppf alleged metal wear, metallosis, pseudotumor and elevated metal ions. Updated patient's initials. Doi: (B)(6) 2010; dor: none reported, (left hip). See (B)(4) for right hip.